Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620740) inserted. The patient's medical history included cholecystectomy, left lower quadrant pain, adenomyosis, uterine bleeding, pelvic pain, vaginitis and pelvic adhesions. Concurrent conditions included cyst. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparascopic hysterectomy, left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: right ostia: coils 10, left ostia: coils 6 as per mr: (B)(6)2010: procedure: diagnostic and operative laparoscopy with tubal laparascopic hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: status post essure no evidence of extravasation or opacification of the fallopian tubes. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical records received. Lot number added. Reporter information, lab data, medical history added. Essure product code updated to ess205. Event medical device removal updated to pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620740) inserted. The patient's medical history included cholecystectomy, left lower quadrant pain, adenomyosis, uterine bleeding, pelvic pain, vaginitis and pelvic adhesions. Concurrent conditions included cyst. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparascopic hysterectomy, left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: right ostia: coils 10, left ostia: coils 6 as per mr: (B)(6)2010: procedure: diagnostic and operative laparoscopy with tubal laparascopic hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: status post essure no evidence of extravasation or opacification of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 620740) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, left lower quadrant pain, adenomyosis, uterine bleeding, pelvic pain, vaginitis and pelvic adhesions. Concurrent conditions included cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removal, laparascopic hysterectomy, left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions and pelvic pain to be related to essure (ess205). The reporter commented: right ostia: coils 10, left ostia: coils 6. As per mr: (B)(6) 2010: procedure: diagnostic and operative laparoscopy with tubal laparascopic hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: status post essure no evidence of extravasation or opacification of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event pelvic adhesions and reporters information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.